Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatine kinase mb isoenzyme (mmb) result. The customer had been attempting to calibrate mmb, however the mmb calibration was failing. The customer performed a system check and the heterogeneous module (hm) wash failed. The customer care center (ccc) found that weekly and monthly maintenance was performed by the customer on the same day. The ccc had the customer check the hm wash probes and the customer found that both tubings were disconnected from wash probe 1. The customer reconnected the wash probe, primed the wash, and a repeated system check was passing. The customer performed mmb quality control (qc), and was within acceptable limits. As per the dimension exl 200 operator's guide, when an abnormal reaction flag error is obtained "this result cannot be reported. If the sample is fibrillated, centrifuge the sample and rerun. If the sample is not fibrinated or the error persists, contact the customer care center". The cause of the discordant creatine kinase mb isoenzyme (mmb) result is unknown. The cause of the operator reporting a result flagged with abnormal reaction is a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high creatine kinase mb isoenzyme result was obtained on one patient sample on a dimension exl 200 instrument with abnormal reaction error flag. The discordant result was reported to the physician(s), who questioned it. The repeat testing was performed with the original sample and on the original dimension exl 200 instrument, and recovered lower. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatine kinase mb isoenzyme result.